Event description:
It was reported that the customer rec'd multiple occlusion alarms. Customer disconnected/re-connected to the site, and changed out cartridge/infusion set but occlusion alarms continued. The customer's blood glucose (bg) level was 525 mg/dl. Customer administered a manual injection and stayed in the nurse's office at school. Later in the day, bg level was 378 mg/dl. Customer reverted to alternate pump for insulin therapy.

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd a supplemental form will be completed.